Event description:
Procedure type: lap chole. According to the reporter: the dr inserted the 5 mm short trocar and as he removed his instrument, a few minutes later, the entire trocar just came apart. There was not any abnormal force or manipulation. The case was completed with another device. Nothing fell into the cavity, there was no add'l bleeding, no tissue damage and operating room was not extended over 30 mins. No pt injury was reported. Pt is doing fine.

Manufacturer narrative:
(B)(4).